Manufacturer narrative:
On 12/8/2020, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter where noise on ECG occurred. It was reported that the first catheter would not deflect. It was replaced and then all the intracardiac and body surface signals were noisy. During the interference the catheter was inside the patient¿s body and no ECG signals were available for the physician to monitor the patient¿s heart rhythm. The catheter cable was replaced, and the issue did not resolve. The catheter was replaced and the issue resolved. Case continued. There was no report of patient consequence. Device evaluation details: the device was visually inspected, and no physical damage was found. After that an electrical test was performed and no issue was found. A manufacturing record evaluation was performed for the finished device, and no internal action related to the complaint was found during the review. The electrical problem reported by the costumer could not be confirmed since no issues were found. The device passed all the tests performed on it. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter where noise on ECG occurred. It was reported that the first catheter would not deflect. It was replaced, and then all the intracardiac and body surface signals were noisy. During the interference the catheter was inside the patient¿s body, and no ECG signals were available for the physician to monitor the patient¿s heart rhythm. The catheter cable was replaced, and the issue did not resolve. The catheter was replaced and the issue resolved. Case continued. There was no report of patient consequence. The deflection issue is not MDR-reportable. The noise on the ECG, due to lack of cardiac rhythm monitoring, is MDR-reportable.